Event description:
It was reported that the outer box and inner pouch of the faradrive steerable sheath was damaged and deemed non-sterile. There is no patient involvement. No further information was provided. The device is expected to be retuned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive sheath was returned along with its dilator in a sterilized pouch and without the damaged packaging, indicating the device was removed from its sterilized packaging. No abnormalities or defects were found on the exterior of the returned device and accessory. An evaluation of the returned device's functionality found the steering knob unable to be rotated, preventing the sheath from engaging the deflection mechanism. Dissection of the sheath handle for potential cause for failure to engage deflection, found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component. The bonded state of the friction gasket prevents the steering knob from rotating when it engages with the gasket, confirming the cause of the failure to engage deflection during functional testing. Based on the photo provided by the physician, the damage on the exterior packaging of this device was confirmed and the cause of this defect was concluded to be from transportation or storage of this device, prior to product delivery.

Event description:
It was reported that the outer box and inner pouch of the faradrive steerable sheath was damaged and deemed non-sterile. There is no patient involvement. No further information was provided. The device has retuned for analysis.